Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) pump is leaking helium. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse evaluated the unit for the reported malfunction. The fse replaced the 300 psi check valve. All functional and safety tests were performed to factory specifications. The iabp was cleared for clinical use. The following was performed by (B)(4). The failure analysis and testing department received the following part associated with this complaint 300 psi check valve this part was received with a reported unit failure message of leaking helium. Performed visual inspection of this part received and found 300 psi check valve was damaged from top. Please see attached picture. This was probably the cause of the leaking helium. Due to damage valve, the fat dept. Can not be investigated this part further with cardiosave test fixture. Retaining 300 psi check valve in the fat dept. Per procedure 0002-07-d008 rev as. The most probable root cause of the damaged valve is unknown.

Event description:
N/a.